Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime test, basic occlusion test, occlusion test and excessive no delivery test. Device was reset with correct time/date and monitored for 3 days. No time clock anomaly was noted. Device was downloaded properly using carelink pro. Insulin pump was received with cracked battery tube threads and cracked reservoir tube lip. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels between 40 to 50 mg/dl. Customer state that in past they experienced low blood glucose levels 20 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was return for analysis.